Event description:
This incident was reported by a retail optical store, it is unknown if this is the patients prescribing and/or treating healthcare provider (hcp), and limited information has been made available. According to the information received, the patient experienced a corneal ulcer. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown location, size or severity of the reported ulcer, unknown treatment(s) and patient resolution, and the potential for serious or permanent injury, or medication or medical intervention necessary to prevent or preclude such occurrence, with some corneal ulcer events. Should further information become available, a follow-up report will be submitted as appropriate. As it is unclear if this incident involves both the right and left eyes, with the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(4) 9614392-2025-00027 for associated incident report.

Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. As it is unclear if this incident involves both the right and left eyes, with the patient wearing different device model in each eye, please refer to linked manufacturer report (B)(4) 9614392-2025-00027 for associated incident report.